Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.due to character limitation e1 initial reporter full name: (B)(6).

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had gas loss alarm. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported that, the cs300 intra aortic balloon pump (iabp) alarmed for gas loss. No patient involvement. A getinge field service engineer (fse) found helium circuit leak. Leak located in purge line filter. Replaced and check equipment. The equipment is ready for use.